Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly self-activated and was difficult to prime. Another device was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/functional/performance evaluation: the device was sent directly to the manufacturing site (B)(4) for service and repair. Per the service and repair evaluation, it was found that the instrument was difficult to prime in the as-received condition. The components of the device were dry, making it difficult to fully engage the stylet cocking slide. Additionally, it was noted that the latch plate springs were damaged. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for difficult to prime, as the driver was difficult to prime in the as-received condition. However, the investigation is unconfirmed for self-activation, as a self-activation could not be reproduced during functional testing. Per the service and repair evaluation, it was found that the components of the device were dry, making it difficult to fully engage the stylet cocking slide. Additionally, it was noted that the latch plate springs were damaged. It is likely that these findings contributed to the self-activation and priming issues; however, the definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly self-activated and was difficult to prime. Another device was used to complete the procedure. There was no patient injury reported.